Event description:
It was reported that the patient presented with post-paced t-wave oversensing during follow-up. Patient was asymptomatic. Programming changes were made to address the issue.

Manufacturer narrative:
(B)(4).